Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was inserted and after starting the cp, high motor current, high lv pressures, and approximately equal flows in systolic, diastolic and medium occurred. The impella position was checked, and it was free in the left ventricle. The issue was not resolved, and cp was exchanged for a new one.

Manufacturer narrative:
The investigation of saturated flow has been completed. There were no data logs retuned. The pump was returned and there were no kinks seen in the catheter or cannula and there was no biomaterial found in the impeller or in the purge gap. The pump was run in a bucket of water and saturated flow reproduced. The motor current spiked to 1500 a few times as well, but there was no material seen in the bucket or around the impeller. The pump was torn down and in the process the bearing became slightly damaged. However, there were no abnormalities seen with the ball bearing, magnet or shaft. Due to lack of clinical details and no data logs returned, the true root cause of the saturated flow cannot be determined.